Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value was not provided). Pump bolus was delivered and manual injections were administered to address bg. Customer went to the emergency room for diabetic ketoacidosis (dka) and was admitted to the hospital. Intravenous insulin and fluids were administered. Customer was not sure what caused elevated bg; however; customer alleged pump/supplies caused an infection that resulted in stent surgery after the customer failed a stress test. However, customer's physician did not allege or confirm this. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. As the pump was lost during the hospital stay, the customer was unable to perform a pump system check with tandem technical support. Customer reverted to using manual injection for insulin therapy and bg was reportedly under control.